Event description:
As reported by the user facility: under infusion causing a delay in therapy, but therapy completed. Infusing 1000ml of solution containing magnesium and potassium to infuse at 500 ml per hour. When 2 hour time reached, only about 500 ml was infused. Reset pump to complete infusion. No patient injury. No alarms during infusion. Please refer MFR report # 9610825-2013-00412.